Event description:
Pt was being admitted to intensive care and placed on the cardiac monitor. As the nurse was pulling the monitor toward her, the monitor fell from the bracket and struck the pt in the head.